Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the hospital nurse that the customer's insulin pump had been exposed to moisture. Customer stated that they performed a self test and the device started leaking insulin shortly after. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 219 mg/dl at time of reporting. Nothing further reported.